Event description:
The doctor stated that the pt received a medpor left cranial implant in (B) (6) of 2007. The doctor reported that due to a skin infection and the exposure of the implant, the implant had to be removed in (B) (6) of 2010. The doctor reported that the implant was evaluated and the explanted implant was not infected. The doctor indicated that the deficient soft tissue area was replaced with a subcutaneous skin graft and the pt is progressing well. The doctor stated that he will implant another medpor left cranial implant in approx six months.

Manufacturer narrative:
Following a review of the device history record for lot number 89020-mci-220-07 c004h89h, it was determined that all processes and test criteria are within the medpor implant finished product spec.